Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving unknown morphine (10mg/ml at minimum rate) via an implantable pump. It was reported that the patient reported that they had a return of symptoms in fall of last year including more pain and withdrawal symptoms. During the most recent refill, they were unable to aspirate from the catheter access port (cap) and inferred that it must have been kinked or occluded and was non-functional in some way. The patient was set to minimum rate and referred for a potential catheter replacement. Upon aspirating from the catheter access, there was good flow and it as determined that the catheter was still intact and functional. The connector piece was removed from the pump and there was some tissue interfering with flow from the cap to the catheter. The tissue was removed and flushed with preservative free saline solution. There was once again good flow upon aspirating from the cap after removing the interfering tissue and the c atheter did not need to be replaced. The issue was resolved at the time of the report.